Event description:
N/a

Manufacturer narrative:
Additional information: site telephone: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse during the examination of the device found out that the probe of the handheld doppler was defective. Doppler probe needs to be changed. The customer carried out the repairs and reported that in order to fix the issue, the doppler probe was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : repair not performed by getinge.

Event description:
It was reported that after replacing the doppler's battery, when customer wanted to start the cs300 intra-aortic balloon pump (iabp), the unit¿s doppler probe did not work. The doppler was switched to another doppler to provide therapy. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units doppler probe did not work, the procedure was continued using another doppler. There was no patient harm reported.